Event description:
Soft velcro panel, unbeknownst to pt at the time, cut abdomen. In an effort to continue wear and before pt sought care the pt trimmed and altered the medical device. After not healing, pt sought care at urgent care facility. Prescribed medication and wound healed.

Manufacturer narrative:
Device was returned by pt on (B)(4) 2013. Product team analyzed product on (B)(4) 2013 and no eval could be determined due to pt trimming and altering device.